Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed. Full functional testing, electrical safety testing, calibration testing, and simulated therapy were performed with no issues found related to the reported condition. A service history review revealed no previous service events that were related to the reported condition. The reported condition was not verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with draining on the home choice (hc). The caller stated the figures did not add up to the actual fill amount. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.